Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7441008) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received indicates the following: "approximately 4 weeks after surgery with fibrosis of the capsular bag the lens displaced in a z-pattern with the superior hinge projecting anterior slightly creating astigmatism and blurred vision that could not be fully corrected with glasses." The lens was exchanged for a non-toric lens. The surgeon indicated the likely cause of the event was "fibrosis of the capsular bag." The patient's most current prognosis and treatment were "discussed lasik to fine tune vision: instructed patient to do some activity without glasses - may use +0.75 diopter over the counter (otc) readers for distance." Pco was noted after secondary intervention with the replacement lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens implanted in patient's left eye became vaulted. Lens reposition was attempted, but the lens had to be removed and replaced according to the surgeon. Additional information has been requested, but no additional information has been received.